Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd fluid. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed ceftazidime 2,000mg daily and vancomycin 2,000mg every five days. The pd culture resulted positive for enterococcus faecalis with a white blood cell count of 724 (unknown units). On (B)(6) 2022 the antibiotic regimen was adjusted, and the ceftazidime was discontinued. The patient continued with the vancomycin. The suspected cause of the peritonitis was lack of hand washing. The patient has been re-educated on proper hand washing techniques for pd therapy. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was lack of hand washing by the patient. This is supported by the culture results of enterococcus faecalis, normal inhabitants of the gastrointestinal (gi) and genitourinary (gu) tracts in humans. Enterococcal peritonitis mostly results from touch contamination and sometimes gi sources. (Salzer, 2018) the patient has since been re-educated on the proper hand washing techniques. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd fluid. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed ceftazidime 2,000mg daily and vancomycin 2,000mg every five days. The pd culture resulted positive for enterococcus faecalis with a white blood cell count of 724 (unknown units). On (B)(6) 2022 the antibiotic regimen was adjusted, and the ceftazidime was discontinued. The patient continued with the vancomycin. The suspected cause of the peritonitis was lack of hand washing. The patient has been re-educated on proper hand washing techniques for pd therapy. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.